Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12feb2019. Technical support confirmed the leak with customer. Customer isolated leak to the heated bacteria filter. Customer replaced the heated bacteria filter. Est passed after the filter was replaced.

Event description:
Customer reports failed extended self test (est) with a patient circuit leak error code 3106. Other est tests had failed but were not captured. No patient/user harm reported. Event date not specified; estimate used.